Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported regarding no delivery alarms during manual prime. Troubleshooting was performed. The blood glucose reading was 98mg/dl. The caller stated that the infusion set was changed, and the alarms did not recur. During the call, the customer mentioned being hospitalized due to high blood glucose of 500mg/dl by the time the paramedics arrived. The customer stated that her glucose level rose during her menstrual cycle. No further information was provided.